Event description:
Patient states that her knee is pinching on the inside and that the whole knee swells up. Patient also complains of burning and throbbing and that it affects her lower leg and hip. Patient states that she is scheduled to have revision surgery.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient states that her knee is pinching on the inside and that the whole knee swells up. Patient also complains of burning and throbbing and that it affects her lower leg and hip. Patient states that she is scheduled to have revision surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided medical records and x-rays by a clinical consultant indicated: there is no evidence that the problems described in this complicated case history were due to any factors other than sepsis. Persistent symptoms after multiple revisions are not unexpected and do not appear to be due to factors of faulty prosthetic design, manufacturing, or materials in this case. Based on additional information provided, i.e. Operative notes and x-rays, two addendums to the medical review were performed. These addendums did not change the conclusions of the initial review. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and pathology reports to investigate the cause for the reported infection are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient states that her knee is pinching on the inside and that the whole knee swells up. Patient also complains of burning and throbbing and that it affects her lower leg and hip. Patient states that she is scheduled to have revision surgery. Update: spoke to patient. Patient confirmed that she had her revision surgery on (B)(6) 2013 with dr. (B)(6) at (B)(6) hospital.